Manufacturer narrative:
H6: investigation summary: one photo received by our quality team for investigation. Upon visual evaluation, damaged stopper is observed., therefore the incident is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident is associated with failure at stopper assembly station.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger was crooked. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: crooked piston.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the plunger was crooked. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: crooked piston.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.